Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's girlfriend that the patient was in the hospital for high blood glucose (bg) levels. The patient's girlfriend stated that they did not have any information on the hospital visit. The girlfriend also stated that they know the patient would not talk to us right now.